Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) requested a review of the data. Upon review of the data collected, it was found there was atrial undersensing. It was determined that the atrial undersensing was due to sensitivity programming. Then reprogramming efforts were performed. This crt-d remains in service and there were no additional adverse patient effects reported.